Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department. A remote transmission was sent and the information received on the remote transmission was reviewed by qualified personnel. It was determined that there was potential intermittent ventricular loss of capture. The right ventricular (rv) lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.